Event description:
The customer reported that the ventilator went vent inop and alarmed due to a data acquisition pcba adc reference failure. The customer reported the device was in use on a patient and there was no patient harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. As the device was out of warranty, the hospital biomedical engineer replaced the data acquisition pcb board to address the reported problem. The customer requested manufacturers service engineer onsite for testing of the device after the biomedical engineer replaced the pcb board. Testing of the device performed to operating specifications.